Event description:
Customer reports valve was at 190mm when implanted in 1999 and setting was confirmed on x-ray. Pt began to have headaches and pain and shunt was revised. Surgeon tested valve and it showed only 130mm closure. Surgeon feels the valve failed.